Event description:
Patient (user) reported he contracted a bladder infection. He did relate that his doctor said that using catheters can cause a uti. He reported he was in the hospital for four weeks with a bladder infection. He reported that the ultram16 product had no problems. He suffered no injury, no bleeding and did not experience any irritation from using the product. He was prescribed an antibiotic and has fully recovered.